Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Upon reception of the returned lead, visual inspection revealed that the connector pin was free from any damages. The screw mechanism was tested and was within the specification. X-rays were performed to check the proximal part (is-1 connector pin), the distal part of the lead (screw mechanism), the outer coil and the inner coil (which drives the screw mechanism). The screw was found to be slightly compressed. This finding could have occurred during the implantation attempt, during the manipulation of the lead. All the other components were found to be free from any damage. The damage to the connector pin could occur inadvertently during the implantation procedure, while the butterfly tool is clamped/unclamped to/from the connector, if a sudden movement is made to remove or connect the butterfly tool. It is important to note that this issue may arise if an excessive load is applied during the process of connecting or disconnecting the butterfly tool to or from the connector pin. The physician's manual provides the following indication to disconnect the butterfly tool from the connector pin: based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during an implantation attempt, when the physician turned the butterfly to extend the screw, he noticed that the butterfly cannot be disconnected from the connector pin well, he suspected a damage of the connector pin so he to not implant the lead and to use a new one.

Event description:
Reportedly, during an implantation attempt, when the physician turned the butterfly to extend the screw , he noticed that the buttterfly can not be disconnected from the conenctor pin well, he suspected a damage of the connecgtor pin so he to not implant the lead and to use a new one.